Event description:
A caller reported being unable to remove the cartridge from the pump during a normal site change. There was no reported impact on the customer's blood glucose level. The caller temporarily stopped using the pump and switched to multiple daily injections (mdi) while attempting to remove the cartridge. With assistance, they successfully removed the cartridge but did not resume insulin delivery at the time of the call. The customer continued with mdi, with plans to assist with a scheduled site change later.